Manufacturer narrative:
Performed investigation. Complaint is confirmed. Customer and retailers have been informed through the adc fa16may2006 letter. There were two strip lot numbers listed in this case.